Event description:
It was reported that the patient is experiencing pain and has difficulty walking after the revision surgery.

Manufacturer narrative:
The following other devices were added in this report: trident psl with purefix ha 60mm; cat# 542-11-60g; lot# 84560901; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 15122201; c-taper cocr lfit head 28mm/+10; cat# 06-2810; lot# 17728601; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# 15180502; rest ha 155mm strt stm 9x15mm; cat# 6012-0915; lot# 20601202. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Correction the lot# 20601202 for rest ha 155mm strt stm 9x15mm; cat# 6012-0915 listed in h10 of initial medwatch was reported to be incorrect. The correct lot# is 20601202a. An event regarding pain involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this late clinical situation for the patient¿s revision in 2004. There is nothing of note for the reported pain in this event as information was not provided after the revision in (B)(6) 2004. Device history review: the reported device was manufactured and accepted into final stock. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and limited medical information was provided. Follow-up between (B)(6) 1987 and (B)(6) 2004, follow-up post (B)(6) 2004, x-rays and devices are needed for further evaluation.

Event description:
It was reported that the patient is experiencing pain and has difficulty walking after the revision surgery.